Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to replicate the reported issue. The device data was downloaded for review. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. A review of the downloaded device data indicates that there is a fault with the ac power adapter that could cause an intermittent failure of the device to power on when the ac power adapter is connected to a modified sinewave inverter. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that the device's intermittently doesn't power on. When this occurs the device does appear to respond, however the display remains black. As a result, defibrillation therapy may be delayed or not available, if it was needed. There was patient use associated with the reported event. Physio-control contacted the customer in order to obtain additional information about the patient, however this was unknown to the customer.

Manufacturer narrative:
Physio-control further evaluated the downloaded device data and was able to verify the reported issue. The data indicates that the device was being used with an ac power adapter and that the ac power adapter was not communicating properly with the device. The likely cause of the reported issue was determined to be due to a damaged cable going from the ac power adapter to the device, which only allowed the device to intermittently communicate with the ac power adapter, and caused the device to intermittently not power on. The customer was advised to removed the ac power adapter from service.

Event description:
The customer contacted physio-control to report that the device's intermittently doesn't power on. When this occurs the device does appear to respond, however the display remains black. As a result, defibrillation therapy may be delayed or not available, if it was needed. There was patient use associated with the reported event. Physio-control contacted the customer in order to obtain additional information about the patient, however this was unknown to the customer.